Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high and low blood glucose (bg) levels. Bg values were not provided. The fluctuating bg was due to stress and the pump settings. The customer reported that the healthcare provider needed to adjust the pump settings. The customer declined to troubleshoot or provide further information regarding the event.